Manufacturer narrative:
There have been requests made for the date of death and additional circumstances around the patient's death and they have not been received. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the leads are in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
An implantable cardiac defibrillator (ICD) and two leads were returned from a pacemaker clinic for analysis after a patient death. The cause of death was cardiac arrest.